Event description:
It was reported by the customer that their insulin pump was alarming button error during bolus. Customer stated the numbers continue to increase and they took out the batteries from the device to stop it. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 535 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm. No scrolling number anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time